Manufacturer narrative:
It was reported that the neuro pack was opened for a dr lai case this morning. Pack was found to have a red substance on the towels that rubbed off on the scrub's glove. Pack was deemed contaminated and torn down. The pack was placed back in the packaging right away (repacked and stored) and no injuries were reported. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The neuro pack was opened for a dr lai case this morning. Pack was found to have a red substance on the towels that rubbed off on the scrub's glove. Pack was deemed contaminated and torn down.